Manufacturer narrative:
The reported events of poor sensing and high capture threshold were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that during implantation procedure the right ventricular lead exhibited poor sensing and high capture thresholds. The physician elected to explant the lead and complete the procedure with a new one. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Correction - h6 missing "2891-capturing problem" code, b5 changed to include high capture threshold issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation procedure the right ventricular lead exhibited poor sensing. The physician elected to explant the lead and complete the procedure with a new one. The patient was discharged from the hospital after the procedure.